Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for the reported item number in order to determine the last 3 lots shipped to the reporting hospital in the six months prior to the event date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2016 angiodynamics complaint report was reviewed for the vaxcel pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. Although no sample was returned for evaluation, a potential root cause for the reported cracked hub may have been an over-tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections."

Event description:
As reported by hospital in (B)(4), the hub of a valved PICC cracked and leaked during flushing. The device was removed. No patient complications were reported.